Manufacturer narrative:
The investigation of the brown substance found inside the tubing of a dpt (disposable pressure transducer) found that the potential root cause for this nonconformance could be a supplier material defect. As this defect cannot be generated at our manufacturing process, the supplier was notified.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of ¿inside the tubing of this dpt (disposable pressure transducer), unknown brown substance was found¿ was confirmed. A group of unknown dark brown particulates, about 0.6"x 0.9" in size, were found attached to the inner wall of the pressure tubing, approximately 37 cm distal from the dpt housing. The particulates were still attached to the tubing surface and did not move during 5 minutes of continuous flushing. The ir spectrum of the dark brown particulate showed a similar absorption characteristic when comparing to pvc like material. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this case the particulates were believed to be found before the unit was connected to the patient. The particulate was pvc like material which is the material that the dpt is made of. The noted particulate was not able to be flushed out during 5 minutes of continuous flushing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that an unknown brown substance was found inside of the tubing of this disposable pressure transducer. There was no allegation of patient injury. The product was available for evaluation. Inquired of patient demographics. Unable to be obtained.